Event description:
Reportedly, when the instrument was opened, it jammed and the anvil would not tilt. The instrument was manually removed. The anastomosis was not completely stapled and cut. Sutures were placed in order to make the anastomosis tight. An incision was made above the anastomosis to remove the instrument head (anvil).